Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired in (B)(6) 2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 48 mg/dl at 10:44 p.m. And 289 mg/dl at 10:53 p.m. On the contour next link meter. The customer performed a repeat testing with the alternate contour next link meter at 10:55 p.m. And obtained a reading of 78 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.